Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support (tts) and reportedly the customer is using the cartridge for 3 to 4 days. Tts informed the customer that using the cartridge for 3 to 4 days is off label per the tandem user guide. Customer changed the pump supplies to address the issue. Customer reported their blood glucose was high, but within range.